Event description:
The pump was reportedly ¿not working¿. The possibility of removing the pain pump was discussed. They were to assess further at an office visit on (B)(6) 2015. The pump contained morphine.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n192920002, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The healthcare provider indicated the cause of the event was a possible fall and diskitis.